Event description:
It was reported that a pt underwent an unk surgical procedure. During the procedure, a needle popped off of the suture as the surgeon was withdrawing it through a laparoscopic trocar. The needle is retrained in the abdomen.

Manufacturer narrative:
(B)(4). (B)(4). User error caused the event. The attending physician lost both visual and tactile control of the needle during use.